Event description:
It was reported that sensing thresholds had decreased and capture thresholds had increased. An echo confirmed perforation. The lead was explanted. Pericardial effusion was noted but no intervention was required. A new lead was successfully implanted. No patient symptoms were reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and found to be within specification.

Manufacturer narrative:
Na